Event description:
The customer contact reported a leak. During testing at the user facility, a 10ml pre-filled syringe of an unspecified medication was connected to the proximal clave y-site of a primed tubing set. The customer contact reported that while the medication in the syringe was being injected into the clave y-site, solution leaked from the inlet port on the cassette of the tubing set. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. The lot number of the device that was in use is unknown. The customer contact identified two possible lot numbers (plots). The possible lot numbers are 270955h and 290705h. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.